Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, the operative report and discharge summary was provided. The information indicates that this valve was initially placed in 2006 for (B)(6) endocarditis of the patient's aortic valve. More recently, the patient developed an acute episode of prosthetic valve endocarditis with (B)(6) presenting in (B)(6) 2011. He was treated medically and completed a full course of antibiotics. Tee revealed severe perivalvular regurgitation. After consult, the patient was referred for redo aortic valve replacement. Upon removal of the valve, it was noted to be intact except for perivalvular leak at the junction of the right and noncoronary sinus. There was absolutely no evidence of acute endocarditis. The valve was removed and replaced with another edwards bioprosthetic valve with satisfactory results.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the aortic bioprosthesis was explanted after an implant duration of approximately 54 months, and replaced with another edwards' pericardial valve. Through follow-up with the healthcare provider, it was reported that the valve was explanted due to endocarditis. The surgeon indicated that the reason for explant is patient related, and that the source of infection is unknown. No additional information was provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The source and type of infection remain unknown as reported by the surgeon. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.